Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted in (B)(6) of 2019 after reported fatigue and melena, and found to have hemoglobin of 6.3 with a supratherapeutic international normalized ratio (inr) of 3.8. Patient received a total of 3 units packed red blood cells. Esophagogastroduodenoscopy (egd) on (B)(6) 2019 revealed gastritis and duodenitis. A colonoscopy revealed arteriovenous malformation in ascending colon and possible arteriovenous malformation in cecum, both treated with argon plasma coagulation. In regards to the advanced therapies, patient was not a candidate with penn second to bmi, and has been turned down by temple transplant second to periodontal disease and inability to undergo extraction due to insurance issues. No further or additional information was provided.